Manufacturer narrative:
Quality safety evaluation received on 18-oct-2016: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar adverse event case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue I was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) placed and experienced heavy menstrual bleeding. Four years after insertion she underwent an endometrial ablation due to the heavy bleeding, and 2 months later she underwent surgery to remove the essure coils. The event is serious due to medical significance and is anticipated in the reference safety information of essure. After essure insertion abnormal genital bleeding and changes of menses patterns may occur. In this particular case, the event started after essure insertion and finally led to discontinuation of the device. Considering the temporal relationship and the absence of alternative explanations, a causal relationship between the event and essure cannot be excluded (related). This case was regarded as incident since surgical interventions were required. Additional non-serious events were also reported. A quality-safety investigation resulted in an unconfirmed but plausible quality defect, thus a relationship with the reported medical events cannot be totally excluded. Further information is expected only through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('wire is removed in three pieces') and menorrhagia ('heavy menstrual bleeding/heavy bleeding') in an adult female patient who had essure (batch no. 919039) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation, pelvic pain, uterine bleeding, paratubal cyst, stress urinary incontinence, cystoscopy and d & c. Previously administered products included for an unreported indication: nexplanon. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("increasingly severe pain/abdominal pain"), medical device discomfort ("increasingly discomfort"), abnormal weight gain ("excessive weight gain") and fatigue ("chronic fatigue"). The patient was treated with surgery (ablation and laparoscopic hysterectomy, right salpingectomy oophorectomy, and cystoscopy.). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, menorrhagia, abdominal pain, medical device discomfort, abnormal weight gain and fatigue outcome was unknown. The reporter considered abdominal pain, abnormal weight gain, device breakage, fatigue, medical device discomfort and menorrhagia to be related to essure. Lot number: 919039 manufacturing date: 2011/11 expiration date: 2014/11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 25-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device breakage ('wire is removed in three pieces') and menorrhagia ('heavy menstrual bleeding/heavy bleeding'). In an adult female patient who had essure (batch no. 919039), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included: endometrial ablation, pelvic pain, uterine bleeding, paratubal cyst, stress urinary incontinence, cystoscopy and d & c. Previously administered products, included for an unreported indication: nexplanon. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("increasingly severe pain/abdominal pain"), medical device discomfort ("increasingly discomfort"), abnormal weight gain ("excessive weight gain") and fatigue ("chronic fatigue"). The patient was treated with surgery (ablation and laparoscopic hysterectomy, right salpingectomy oophorectomy, and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, menorrhagia, abdominal pain, medical device discomfort, abnormal weight gain and fatigue outcome was unknown. The reporter considered abdominal pain, abnormal weight gain, device breakage, fatigue, medical device discomfort and menorrhagia to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2021, mr received: event: wire is removed in three pieces added, and made medically significant and intervention required, due to surgery. Reporter, lot number and medical history added. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer in the united states on 24-aug-2016 which refers to an adult (>=18y & <65y) female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012 for permanent sterilization. Shortly after undergoing the essure procedure, an hsg test was performed and coils were properly placed. However, her post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, abdominal pain, excessive weight gain and chronic fatigue. She never experienced any of these conditions prior to undergoing the essure procedure. On (B)(6) 2016, ablation surgery was done to stop heavy bleeding. On (B)(6) 2016, surgery was done to remove essure coils. She is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) placed and experienced heavy menstrual bleeding. Due her heavy bleeding, she underwent an endometrial ablation. 2 months later, plaintiff underwent a surgery to remove her essure coils. The event is listed in the reference safety information for essure. After essure insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, the event started after essure insertion. Considering the temporal relationship and the absence of alternative explanation, a causal relationship between the event and essure cannot be excluded. This case was regarded as incident, since surgical interventions were required. Additionally, non serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.